Manufacturer narrative:
Follow up report will be filed if product is returned for evaluation.

Event description:
Customer reported receiving erratic readings on their medisense optium ni glucose meter. Customer reported receiving readings of 123 mg/dl and 397 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.